Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2019 with the following findings: the complaint stated the power battery life issue started on (B)(6) 2019. According to the pump history, the user stop using pump on (b)(6 2019. The alarm history contains 30 records from (B)(6) 2019 until (B)(6) 2019 with only one replace battery alarm on (B)(6) 2019. A review of the pump alarm history showed no evidence of short battery life from (B)(6) 2019 and (B)(6) 2019. A battery cap was not returned with the pump. A test battery cap was used for all testing. The pump electrical current draws were tested and were within specifications. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.